Event description:
When the physician was advancing the dcs coil into the microcatheter (type unk), he found that air was present in the hub. He then withdrew only the dcs coil system. Per report, the physician had purged the air according to the manual before the procedure. The procedure was successfully completed with another product.